Event description:
It was reported that balloon rupture occurred requiring surgical intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous shunt at the elbow. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. Inflation performed eight times. However, during eighth inflation at 24 atmospheres, the balloon ruptured. The device remained inside the body and possibility of blood flow disturbance encountered. An emergency cut down surgery was then performed to remove the separated balloon and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred requiring surgical intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous shunt at the elbow. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. Inflation performed eight times. However, during eighth inflation at 24 atmospheres, the balloon ruptured. The device remained inside the body and possibility of blood flow disturbance encountered. An emergency cut down surgery was then performed to remove the separated balloon and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 100, 75cm, was received for analysis. The device was received advanced through the customers 5fr sheath. As per mustang specification, device is compatible with a 5fr sheath. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 15mm distal of the proximal markerband. From the complete circumferential tear, the proximal section of balloon material was also torn longitudinally for approximately 15mm proximally. No other issues were noted with the balloon material. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.